Event description:
It was reported that high impedance was detected on the patient's generator. The patient's generator was disabled due to the high impedance detected. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator and leads were explanted due to high impedance detected. It was reported that the electrode was not removed and part of the lead was left. The suspect product was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator and lead. Generator diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The lead was returned in four portions and a lead fracture was confirmed by product analysis' visual analysis. Note that the white and green electrodes and anchor tether were not returned for analysis; therefore a complete evaluation could not be performed. A visual analysis of the returned coil identified a coil break and the area on two of the broken coil strands has evidence of a stress induced fracture (fatigue appearance) with mechanical damage, fine pitting and residual material. It is believed that stimulation was present for a certain period of time as evident by the presence of metal pitting. There were setscrew marks found on the lead connector pin which provided evidence that at one point in time, a good mechanical and electrical connection was present. With the exception of the observed discontinuity the condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No further relevant information has been received to date.